Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported info. Integra lifesciences corporation is filing on behalf of the initial distributor (B)(4). Correspondence should be sent to: (B)(4), attention: corporate complaints coordinator.

Event description:
(B)(4).